Event description:
Physician was attempting to implant one endeavor resolute drug-eluting stent (2.50mm x 30mm) to a calcified lesion in the lcx with 75% stenosis and vessel tortuosity. The lesion was pre-dilated and the device was inspected before use. High resistance was encountered during use and the device was noted to be deformed when removed. The physician changed another new device (same size) to complete the surgery. No clinical sequelae were reported. Evaluation summary: the distal tip was flared. A number of struts on the 6th and 7th proximal segments were raised and deformed. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (stent deformation); patient¿s condition affected effectiveness of device (lesion morphology) ¿ 75% stenosis, calcification and vessel tortuosity. (Deformation problem). Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 75% stenosis, calcification and vessel tortuosity. Inherent risk of procedure ¿ (stent deformation). (B)(4).